Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo _13.2, -07.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2021 the lens was explanted due to glare/halos. This resolved the problem. Per the reporter on (B)(6) 2021, another lens will not be implanted.